Manufacturer narrative:
(B)(4).  The customer, a biomedical engineer, advised that they had obtained a different set of hard paddles and confirmed that the device was then able to charge and shock into the defibrillation analyzer.  The biomedical engineer determined that the cause of the reported issue was the original set of hard paddles. It was later confirmed by the customer that they obtained a replacement set of hard paddles to resolve the reported issue.  After observing proper device operation through functional and performance testing the unit was placed back into service for use.  The original set of hard paddles which had failed was discarded by the customer.  Neither the device nor the removed hard paddles assembly were evaluated by physio-control.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had no energy output when attempting to shock into a defibrillation analyzer.  The biomedical engineer was using a set of hard paddles when this issue was observed.  There was no patient use associated with the reported event.